Event description:
An initial report of hospitalization was received by (B)(6) on (B)(6) 2023 and forwarded to (B)(6) 2023. The clinician reported both of the patients pumps were alarming on (B)(6) 2023, and troubleshooting was unsuccessful. The patient was then admitted to the hospital to continue receiving remodulin treatment. The patient was feeling flush and lightheaded at the time of admittance. Later, both pumps were replaced and the clinician reported that the patient was successfully discharged on (B)(6) 2023. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed (B)(6) 2024 (report number 3016798778-2024-00003). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) and remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, the systems generated pump failure, pump error, and walkaway attention alarms. Both pumps were disassembled and hardware failures were observed to be the cause of the pump failures in each. The rf strengths of both pumps and both remotes were tested, and all were within specification. The cause of the walkaway attention alarms cannot be determined. Both systems functioned within specification because they alarmed accurately and entered a failsafe state after alarming. Rf strengths of each component were within specification.